Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. However, a conclusive cause of the pvl could not be determined from the limited information available. Additionally, a trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. This event does not allege a device malfunction has occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was noted. It was decided to refrain from post-dilatation of the valve due to the high risk of a suicide ventricle. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve in valve, resulting in trace to no pvl. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.